Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. It was noted that there was a symptom episode and three atrial fibrillation episodes. However, the electrogram only showed the symptom episode. Upon review, it was noted that the egm memory was full, and episodes need to be cleared for new recordings. The patient was seen in clinic and episodes were cleared. It was unknown if the issue was resolved as the report was not available from abbott¿s representative yet. The patient was stable.